Event description:
The customer stated that she just received new infusion sets, and she did not know how to use them. The customer then stated that she was hospitalized with high blood glucose levels over ten years ago, and she was told it was due to her infusion sets. The customer stated that she did not want to go through that again. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.